Event description:
Healthcare professional reported a left side rupture, "a small amount of fluid around the breast implant" and ¿mild generalized capsular contracture" baker grade unknown. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, capsular contracture, baker grade unknown. Information contained in this report was previously submitted through asr / psr on 15-oct-2018.